Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that customer having high blood glucose and her bolus history is not recording her boluses. Customer stated that she does not remember what her blood glucose was at that time but it went up to 300 mg/dl. Troubleshooting was not completed due to call got disconnected. Customer's recent blood glucose was 182 mg/dl. No further information provided.